Event description:
A report was received from e-cypher clinical study indicating that three days following cypher select stent implant the patient experienced intra-stent restenosis. The treatment, if any, for this event remains unknown. The patient was discharged the following day. This event was reported as unlikely related to the index device and possibly related to the index procedure. No additional clarification or information has been forthcoming for this event despite multiple investigational attempts.

Manufacturer narrative:
This patient was randomized to the clinical study for treatment of a lesion at the proximal left anterior descending. The lesion was described as denovo, eccentric, 20-30mm in length, vessel diameter of 3.5mm and an angulation of 45-90 degrees. The lesion was pre-dilated; inflation time and pressure is unknown. A 3.5x33mm cypher select plus stent was deployed at 10 atms. The patient was discharged four days post index procedure on ticlopidine and aspirin for six months and permanent beta-blocker therapy. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.